Event description:
Customer reported receiving an error message on her unlocked freestyle flash meter. While assisting the customer, it was discovered the uom had changed. There was no report of serious injury, death or mistreatment associated with this event.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. Error 0300 and 18 cal code were observed in memory log indicating battery droop and memory overwrite. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.